Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region# 19 it was verified its loss of osseointegration but didn't provide any other info about the case.